Event description:
Additional information was received that the device did not emit tones with magnet placement. An invasive procedure was performed. The device was successfully explanted and replaced.

Manufacturer narrative:
Additional information was received that the hospital discarded the device and the return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a programmer. Boston scientific technical services (ts) discussed placing a magnet over the device to attempt to elicit tones or performing an x-ray to verify the device ID. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
--